Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for follow up, the ventricular lead exhibited sensing anomaly and high capture thresholds. The patient did not experience any complications. No additional information was available.